Event description:
It was reported that the patient passed away due to unknown causes. There was no suspicion or allegation the abbott device caused or contributed to the patient's death in any way. At the time of death, undersensing of agonal rhythms occurred on the device. Abbott technical support was contacted and noted due to the sensibility programmed on the device, it was unable to detect the small signals from the agonal rhythm. Technical support noted no device malfunction occurred as the device behaved normally according to its programmed settings.

Event description:
It was reported that the patient passed away due to unknown causes. Any relation to the abbott device remains unknown at this time. At the time of death, undersensing of agonal rhythms occurred on the device. Abbott technical support was contacted and noted due to the sensibility programmed on the device, it was unable to detect the small signals from the agonal rhythm. Further information was requested, but is not yet available.

Manufacturer narrative:
Further information was requested but not received.